Event description:
It was reported that the patient presented in clinic exhibiting dizziness. Upon interrogation, it was found that the patient's right ventricular lead exhibited noise over-sensing resulting in pacing inhibition. The lead was capped and replaced on (B)(6) 2022. The patient was stable.